Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during the procedure, the device jaws would not open. Tissue was resected on either side of the jaws in order to release the device. Another device was used to complete the procedure without issue. There was no bleeding, no tissue damage and no pt injury.